Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 16cm white had foreign matter white powder noted at the luer connection of 3 way tap.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 6 photos and 2 physical samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the sample showed that visual inspection found the tip of the fitting component contains a white ring. Bd determined that the cause of the failure was an excess of solvent. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.